Manufacturer narrative:
The replaced keypad was returned to stryker product analysis center (pac), in for further investigation. During evaluation at pac, the reported and observed issue related to the shock button was verified. An lp15 benchtop-test unit was used for functional testing, which found the shock button inoperative. Broken solder joints were found on the back side of the keypad at the connector.

Event description:
The customer contacted stryker to report their device's shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and confirmed the reported issue. The technician observed that the buttons on the main keypad were sticky. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report their device's shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker replaced the device's main keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's shock button was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.